Manufacturer narrative:
Correction to sections d4 and h4 - the serial number of the controller submitted in the initial was for the new system controller that was provided after exchange; the serial number of the exchanged system controller was requested but not provided. Manufacturer's investigation conclusion: the reported event of a system controller exchange was confirmed based on provided information. Initial communication from the customer indicated that the submitted log files were from the patient's new controller and they did not save log files from prior to the exchange. Follow up information did not provide a reason or date of the exchange, no product was returned for evaluation. The root cause why the controller was exchanged could not be conclusively determined through this analysis. The serial number of the product was not reported and was not able to be determined during the investigation. Heartmate 3 instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. Additionally, heartmate 3 patient handbook section 10 entitled ¿safety checklists¿, instructs users to regularly inspect their accessories for damage, and to replace any equipment that appears damaged or worn. Heartmate 3 instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms. Heartmate 3 patient handbook and heartmate 3 instructions for use caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Log files submitted on the new system controller captured low power advisories, power cable disconnect and low power hazard alarms on (B)(6) 2024 at 8:34 pm while on battery power due to normal battery depletion.

Event description:
It was reported that the patient experienced low power advisories on (B)(6) 2024 at 8:34 pm while on battery power. Log files also showed power cable disconnect and low power hazard alarms at that time. The patient's system controller was exchanged.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.